Manufacturer narrative:
Product ID: 977d260, serial# (B)(4), product type: screening device; product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: (B)(4) 2022, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(4), ubd: (B)(4) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the drainage and infection was the patient had a severe adhesive sensitivity. There was no update on if the drainage and infection had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had redness, swelling and clear drainage around the entire site of the tegaderm placed over the procedure site. The patient denied any fevers or increased pain at the procedure site. Once the trial leads were removed no drainage was noted at the puncture sites. It was noted that the patient had an adhesive sensitivity with skin breakdown where adhesive was used. The healthcare provider placed the patient on additional antibiotic to prevent infection. The issue was not resolved at the time of the report. No device issues reported.